Event description:
It was reported by the patient that the water vapor therapy procedure did not work. The patient has noted that there has been no improvement of his urinary functions. The patient is experiencing urinary retention, is unable to void and is using catheters. A second rezum procedure will take place, date is unknown. No further information has been provided.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during initial water vapor therapy procedure. The reported patient symptoms are known risk associated with a water vapor therapy procedure as indicated in the instructions for use (IFU).

Event description:
It was reported by the patient that the water vapor therapy procedure did not work. The patient has noted that there has been no improvement of his urinary functions. The patient is experiencing urinary retention, is unable to void and is using catheters. A second rezum procedure will take place, date is unknown. No further information has been provided.